Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
The customer reported that the cables are not functioning and getting a red x on the machine. No adverse patient impact was reported.